Event description:
It was reported to medtronic minimed that the customer was unable to see data from the patient account in the carelink connect app. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed and uninstalled app then reinstalled app didn't resolve the issue. Unable to resolve with labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6111.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt replicate this issue was performed with the carelink connect application version 3.4.0 using a samsung a35 5g [v14.0.0] and the issue was not reproducible. The issue is not confirmed. Testing and/or analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests the issue happened. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4): after conducting a thorough investigation, we have found that the care partner was successfully linked to the patient. Testing confirmed that the patient is visible on the cp app and data was being successfully received. Upon investigation of the logs, the only failures were logged as the patient already being linked to the carepartner. It is likely that the carepartner was unable to see the patient due to poor internet or network issues. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: please ensure that the user has the most up to date application version and is using a strong internet connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.